Event description:
Manufacturer's investigation unit found the cartridge to be defective, leaky. No adverse event reported. The device has been returned.

Manufacturer narrative:
The incident occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.